Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the device tested normally. While the downstream and upstream occlusion seals were delaminated, this is not considered a reportable malfunction. Therefore, only preventative maintenance was performed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that downstream occlusion seal was delaminated. The event occurred during testing.